Event description:
It was reported high voltage lead impedance out of range was observed during follow up. Inadequate connection from the competitor lead was suspected. Lead revision was considered. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.